Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a posterior decompression surgery, the bur broke into eight pieces. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the bur experienced high bending force which resulted in it fracturing into multiple pieces. It was noted that in communication between the sales representative and the surgeon that the bur was used to pry open the lamina when the bur broke. This is an non intended use of the bur. The attachments for use with this bur IFU's state the following; "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory."

Event description:
It was reported that during a posterior decompression surgery, the bur broke into eight pieces. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.